Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call for failed battery test. Blood glucose at the time of incident was 240 mg/dl. It was reported that the customer's blood glucose had gone up to about 350 mg/dl because the insulin pump was not working. It was reported that the high blood glucose was treated by bolusing with the pump. The insulin pump will not be returned for analysis.